Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use in the severely calcified coronary artery. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(4).